Event description:
The customer called and reported receiving a no delivery alarm even before running insulin through. Customer's blood glucose was 118 mg/dl. Customer used syringe to treat because he was not receiving insulin through the pump. The high pressure test was performed and passed. Customer was advised to change entire set, reservoir and insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.